Event description:
Nurse reported to corporate product surveillance of an intravia empty container in which the blue protective ports fell off from the IV bag. The nurse reported that they used the solution bags with vancomycin. The reported condition occurred during patient use. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Correction: upon further investigation, it was discovered that this product is a drug that is not reportable. No additional information is required.